Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 150cc saline prosthesis. On (B)(6) 2018 deflation was diagnosed through a physical examination. As a result, the prosthesis was replaced with a mentor smooth round moderate profile 150cc saline implant was performed on (B)(6) 2018. There were no procedural complications.

Manufacturer narrative:
The device history record (DHR) of lot number 6913475 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: it was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 150cc saline prosthesis. Upon receipt by mentor, the device was returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered two rents. Rent a, measuring approximately 0.1 cm within a crease on the posterior aspect; rent b, measuring approx. 5.8 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. A microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).